Event description:
It was reported that the patient underwent a surgical procedure for upper chest removal of lipoma on (B)(6) 2015 and suture was used. Approximately 7 days following the procedure, the patient underwent removal of suture and dehiscence and staph a were found. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4)

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual and functional inspections were performed and the samples met the requirements.